Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc catheter was returned for evaluation. The returned product sample was evaluated and a split was observed at the 2cm mark. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 's' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) ¿ the catheter material was visibly lighter in color at the fracture site an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer that the device was in place since (B)(6) 2023 and during the administration of grc bag it was noticed that there is leakage of blood from the point of insertion. The device was flushed with saline solution. Physiological solution and you notice the liquid leaking from the point insertion point. You decide to remove the device and notice that at approximately 4 cm it presents a partial rupture in the internal part of the vein (not visible from the outside). After removal another vascular access was inserted vascular access (needle cannula) pending repositioning of new access central access to continue treatment of the disease. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that the device was in place since (B)(6) 2023 and during the administration of grc bag it was noticed that there is leakage of blood from the point of insertion. The device was flushed with saline solution. Physiological solution and you notice the liquid leaking from the point insertion point. You decide to remove the device and notice that at approximately 4 cm it presents a partial rupture in the internal part of the vein (not visible from the outside). After removal another vascular access was inserted vascular access (needle cannula) pending repositioning of new access central access to continue treatment of the disease. No other information provided.